Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 23 mg/dl. Caller stated that paramedics were called and she was transported via ambulance. Blood glucose level at the time of the call was 176 mg/dl. The customer reported that she lost consciousness due to the low blood glucose level and came to around 176 mg/dl. Customer was wearing the insulin pump at the time of this incident. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.